Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the physician was unable to pace the patient due to an unspecified lead issue. The procedure was completed using a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of capturing problem was not confirmed. As received, a complete lead was returned in one piece. The tines were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.